Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set would not completely close when used with a minicap. The transfer set was replaced, which resolved the issue. There was no allegation against the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received with a minicap attached to the dark blue connector and with an opened pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap was placed on the transfer set sample by hand with no issues. Visual and functional testing on actual samples did not duplicate the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.